Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified superficial femoral artery. A 6.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During procedure, dilation was performed using this device after crossing the guidewire. However, the balloon ruptured upon third inflation below the rated burst pressure. The procedure was completed with a different device. There were no patient complications reported.